Event description:
It was reported that after impacting an aero al trial into the l5-s1 disc space, the trial broke off of the trial handle. Initially, the surgeon and staff thought it had fallen off because it was not attached securely, but after further inspection, I discovered that the tip of the trial handle had broken off in the trial. The surgeon went up another size (height) in the aero al trial, impacted and retrieved successfully, before deciding that he needed more lordosis and he decided to switch to the anchor l product. The trialing and implantation of the anchor l device was successful and complete without further incident at l5-s1 and again at l3-l4.